Manufacturer narrative:
Unit power up properly after battery installation. Unit passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. However, corroded battery tube, corroded battery tube spring and corroded battery cap metal contact. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. The copper inside the battery cap was came off and there was corrosion inside the battery compartment. Customer stated that the spring was corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.